Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue that the navigation system would become unresponsive. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation

Event description:
A site representative reported that, while in the navigation portion of the software, the navigation system became unresponsive. Following a restart of the navigation system, the system functioned as designed and the procedure was completed. The reported issue occurred during a functional endoscopic sinus surgery (fess). No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.